Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the shocks converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.